Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the left main occlusion appears to have been caused by calcification of the native annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), following the implantation coronary occlusion occurred. The 26mm sapien 3 case was implanted by transfemoral approach. No bav was done. The valve was successfully implanted without any problems. Following the implantation, there was a drop in blood pressure and there was a suspected closure of the left coronary artery. The open left main was intubated and monitored. Following that, complete spontaneous stabilization of the circulation. Tee showed no pericardial effusion. Later in the procedure, there was a drop in circulation again and need for CPR. The patient was placed on extracorporeal life support ¿under sufficient and controlled manual reanimation (20 minutes)¿. After reintubation of the left coronary, specific imaging and balloon dilatation of the left main and ¿the dynamic closuring material¿ was performed. A stent graft was placed in the left main ostium, and the patient¿s hemodynamics stabilized. The 8fr sheath on the right side was left in situ as well as the ecls in the left femoral vein. At this point, free fluid was developing in the abdomen; an angio of the aorta did not show indication of active bleeding. A body-CT did not show a defined bleeding spot. However, a decision was made to do a ¿therapeutic peripheral and iliac pti stent graft¿, which was successfully implanted. The patient died later that day; no autopsy was done and therefore cause of death is unknown. Post procedure discussion indicated that the left main was closed by calcified material of the native leaflet. There was ¿no real explanation for the abdominal bleeding so far and they assume that is was not the valve implantation that caused the death but the so far undefined bleeding".